Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified low readings and it is unknown whether the customer noted a trend arrow on the device. The customer initially self-treated with oral glucose. In the evening, the customer reportedly had unspecified low readings again and therefore their caregiver called an ambulance. A healthcare professional (hcp) obtained a healthcare meter result of 360 mg/dl compared to a sensor scan of 50 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The caregiver treated the customer by administering novorapid 16 iu. The hcp then obtained another healthcare meter result of 500 mg/dl compared to a sensor scan of 50 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The caregiver treated the customer again by administering novorapid 4 iu, and then 13 iu. The customer went to the hospital and a hcp obtained a laboratory result of 560 mg/dl compared to a sensor scan result of 58 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The hcp then removed the adc device and treated the customer with novorapid 8 iu, followed by humalog 4 iu. The customer remained in the hospital for a few hours for observation. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.